Manufacturer narrative:
Age at time of event: over the age of 18 years old.

Event description:
It was reported that stent damage occured. The target lesion was located in the renal artery. A 6.0mmx18mmx150cm express vascular sd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent was unable to cross the lesion. When the stent was removed, some cells of the mounted stent were found lifted. The procedure was completed with a different device. There were no patient complications not injuries reported.

Manufacturer narrative:
Age at time of event: over the age of 18 years old. Device evaluated by MFR: returned product consisted of an express sd stented catheter. The stent is secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were microscopically examined. The proximal end and middle of the stent is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occured. The target lesion was located in the renal artery. A 6.0mmx18mmx150cm express vascular sd drug-eluting stent waas advanced for treatment. However, during procedure, it was noted that the stent was unable to cross the lesion. When the stent was removed, some cells of the mounted stent were found lifted. The procedure was completred with a different device. There were no patient complications not injuries reported.